Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp was found broken when it returned to office inventory. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection of the returned item found it to exhibit signs of repeated use and is fractured on the lateral side of the post feature. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.